Event description:
Leads migrated in body. Device was finally removed after "readjusting" by medtronic. Nerve pain was severe, wounds at base of spine had to be packed for months. I was assured that this was very rare and by implanting again would most likely work (see other device failure report). (B)(4).